Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a physical damage. The customer¿s blood glucose was 172 mg/dl at the time of incident. Customer stated that the insulin pump screen was shattered and the buttons were unresponsive after it has been dropped. Customer stated that he fell down the stairs and dropped the insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Unable to confirm button unresponsive and unable to perform any tests due to lcd physical damage. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.